Event description:
It was reported that during a ptca procedure to treat a lesion in a tortuous vessel, while observing under fluoroscopy, the tip of the guide wire appeared to become unwound. The guide wire tip became completely separated when it was being removed from the lesion. The patient was then sent for bypass surgery where the separated portion of the guide wire was successfully retreved. Reportedly, the patient is doing fine.